Event description:
The customer called for help with his contour meter. During troubleshooting, the customer was not able to find his most recent blood glucose reading in the memory of the meter. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.